Manufacturer narrative:
After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia surgical procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps did not attach to the tissue; they just fell off. There were no adverse patient consequences reported. No further information is available.